Event description:
Suture breakage post op: international affiliate reports that suture broke 3 weeks following knee surgery. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Event description:
Ethicon inc's internal control number is: 9830195-00.